Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation into the eye the healthcare professional observed that the haptic was broken and the optic was cracked. The rayone aspheric rao600c iol was explanted during the original surery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Tghe device was retained and returned to rayner for evaluation. Product testing was unable to replicate the event. Testing confirms that the device performs as intended. No rayner device fault was identified through the product inspection and testing performed. From the results of product inspection and testing performed we conclude that user error (flaps not securely clipped together prior lens injection) is the most likely contributory/ causative factor to the reported event.

Event description:
On 28th september 2023, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the haptic was observed to be broken and the optic cracked.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that immediately following implantation into the eye the healthcare professional observed that the haptic was broken and the optic was cracked. The rayone aspheric rao600c iol was explanted during the original surery session without any injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device associated with this report has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. There is insufficient evidence and information to establish root cause.

Event description:
On (B)(6) 2023, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye the haptic was observed to be broken and the optic cracked.